Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on an unspecified date/time. It is not known if the patient was on any diabetes medications or what action the patient took regarding her diabetes regimen. At an unknown date/time, the patient reported feeling sweaty, shaky, and dizzy after the alleged issue began. In response to her symptoms, the patient stated she drank orange juice. At the time the alleged issue began, it is not known if the patient tested on any other blood glucose device. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter and there was no missed of the device. The cca, however, was unable to verify if the meter turned on with the power button, the correct strips were used, or required new batteries because the patient refused to provide additional information. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia, requiring treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided. (Serial #) information was not provided. The 510(k) # is k053529.